Manufacturer narrative:
A visual inspection was performed on the returned device. The difficult to open or close device was confirmed. Based on observations from the returned device it appears the device was operated out of sequence. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: "step 3: pull back plunger to deploy suture". The IFU violation caused the reported difficult to open or close issue. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to open or close is related to user error. The subsequent treatment appears to be related to circumstances of the procedure. The device condition indicates the device was used out of order. The plunger was still in the deployed position when step four was attempted leading to the handle to split. When the plunger is depressed, it goes through an opening in the lever. Attempts to close the lever with the plunger insert will result in excessive resistance and damage to the device. All the observed damage noted in the returned device is consistent with the out of step order noted. Additionally, attempts to remove the device in this condition may result in vessel damage, separation of the device, and foreign body in patient. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was closure of an unknown vessel using a two prostyle devices related to an unknown procedure. Reportedly, there was significant inconsistency with the lever making it impossible to release. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.